Manufacturer narrative:
The lithium reagent lot number is 877760. The field service engineer inspected the analyzer and performed a precision check, which indicated an issue at the ultrasonic mixers (usm). He then replaced and adjusted the sample probe and all ultrasonic mixers. He confirmed the analyzer's performance by test runs. The investigation determined that the usm issue had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable lithium assay result for one patient sample tested on the cobas c 503 analytical unit. The initial result was 0.586 mmol/l. The repeat result was 0.186 mmol/l. The initial result was questioned and not reported outside the laboratory, prompting the patient sample to be rerun. The repeat result was deemed correct.